Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report presents the results of the final investigation. Updated fields: d8, h2, h6, h11. The device was not returned to olympus for inspection, so the reported failure could not be confirmed. Based on the investigation results and the fact that the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high-definition monitor's screen becomes noised. The issue was identified during reprocessing. There were no reports of patient involvement.